Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Customer state that they were unable to clear the alarm and battery compartment was cracked. Customer stated that numbers were ramping and scroll bar was moving up and down with out input. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring=black. Customer complained on 04/11/2022 the insulin pump alarmed pump error 35 and the buttons are not responding. Complained the battery compartment is cracked. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Device successfully downloaded to thus. Verified pump alarmed pump error 38 on 04/11/2022 08:43:34.000 in pump downloaded history. The insulin pump passed self test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on electrical board 1 was locked properly during visual inspection. Found moisture damage to motor assembly, electrical board 1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube) and serial number label missing. The p-cap/reservoir does lock properly. Confirmed pump error 38 during rewind and confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed cracked case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.